Event description:
It was reported that the uppermost section of the reverse trigger on the modular handpiece device was not fully depressing, resulting in insufficient reverse speed. Additionally, it was reported that the on/off/forward switch had become quite stiff. According to the reporter, they attempted to lubricate all the moving parts and thoroughly clean the unit, but it appears that something may have detached or become stuck internally. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device falling apart - unattached was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the sticky trigger was confirmed. During evaluation, it was determined that the device the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement. Due to the limited trigger movement other test steps could not be performed. It was further determined that the device failed pretest for check for sticky triggers and check function of device in ¿on ¿mode. A root cause could not be determined for the broken safety ring. The reported condition of the device sticky trigger was confirmed. However, an assignable root cause was not established.